Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation

Event description:
It was reported during use the disposable caused the pump to alarm high pressure. No patient injury .no additional information is available for this complaint.